Event description:
Per review of the neurologist's hhd computer data, high impedance was observed for patient's device on (B)(6) 2014. Follow up with the patient's current neurologist showed that the patient's vns settings on (B)(6) 2015 are 1.25/30/500/30/5/1.5/60/500 with dcdc = 2. It is unknown if the initial high impedance was misreported or if the high impedance is fluctuating.

Event description:
Additional information was received that high impedance was not observed on (B)(6) 2015 for this patient's device. The data on the physician's programming system was checked again and the results show that the device diagnostics were within normal limits. No device issues are suspected.

Manufacturer narrative:
Review of the programming and diagnostic history in physician's programming system.